Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a chronic total occlusion (cto) in the p1 segment of the popliteal artery. When an asahi gladius mg 18 pv es guide wire was delivered and advanced to cross the lesion, the wire tip was felt like fractured. As the wire tip was found about to fracture but was not fractured when checked after removal, it was not further used. A new gladius mg 18 pv es guide wire was opened and the procedure was completed successfully. No additional action was taken against this event. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. While the reported guide wire is currently marketed in the us under the brand name gladius mongo 18 pv es, the device is marketed some areas outside the us under the brand name gladius mg18 pv es. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported gladius mg 18 pv es guide wire was returned for evaluation. Originating from approximately 12mm distal to the proximal solder (set at 45mm from the tip for the purpose of fixing the outer coil onto the core wire), the polymer jacket was stretched for approximately 10mm and then torn off while the outer coil was stretched for approximately 245mm. Torn polymer fragments remained on the stretched outer coil. The ball tip was found attached on the very distal end of the stretched outer coil. The polymer jacket was torn off at approximately 25mm proximal to the distal ball tip. The polymer jacket was removed for observation of the distal coil segment. The out coil was found stretched from approximately 20mm proximal to the tip. Proximal end of the inner coil was observed at approximately 20mm from the tip. Traces of solder was confirmed at the proximal end of the inner coil. The outer coil and the inner coil were unwound to expose the core wire. The core wire was found fractured at approximately 13mm from the tip. Observation of the core wire fracture ends by scanning electron microscope (sem) found that each fracture end had a relatively flat fracture surface with dimples and circumferential cracks were observed on the core wire, which are traces of fracture by bending stress and tensile stress. Investigation of the returned guide wire suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress and tensile stress generated with wire manipulation to cross the calcified lesion might have been locally applied on the tip of the gladius mg 18 pv es guide wire while the wire tip was temporarily trapped. Consequently, the core wire was fractured. Further applied tensile stress generated with removal then caused the outer coil to be stretched and the polymer jacket to be torn off. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that some wire fragment(s) might be left in the patient anatomy if it were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise, damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse events] 1. Malfunctions ~ breakage of the guide wire.